Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used empty easypump ii lt 270-27-s without packaging. The returned sample was taken to a visual inspection. Damages or manufacturing faults were not detected. As-received condition the white clamp was closed and the patient connector was closed with a white stopper. After opening the top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the sample was filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump worked (solution was running). Leakages were not detected at the sample. Furthermore, we tested the flow rate of the sample. Nominal: 10.0 ml/h actual: 13.0 ml in 1 h; 24.4 ml in 2 hrs; 166.9 ml in 16 hrs a too fast flow (as described by the customer) could not be confirmed. The decisive value to evaluate the flow rate will be measured approximately at the half of the pump running time. This value is within the specification at the tested sample.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: pump-flow rate-fast